Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a female patient had a left eye hyperopia surprise and decreased visual acuity post implantation of a zcb00 23.5 diopter intraocular lens (iol). Consequently, the lens was explanted and replaced with a zcb00 25.0 diopter lens. There were no incision enlargement, no vitrectomy and no suture required. It was noted also that the patient was doing fine when discharged. Visual acuity pre-op (pre-initial implant): 20/400, visual acuity post-op (post-initial implant): 20/150, visual acuity post-op (post-replacement): 20/25. Patient was prescribed with besivance, lotemax gel, and prolensa. The account commented that the explanted lens is not available for inspection. No additional information was provided.